Event description:
A medtronic representative reported a 2-3 cm inaccuracy during a tumor resection after the sterilization. The surgeon discontinued use of the stealthstation treon guidance system to complete the procedure. No impact on the patient's outcome was reported.

Manufacturer narrative:
No patient exams have been returned to the manufacturer. It was reported that the patient tracker moved when the iobam and drape were applied. Software has not been evaluated as of the date of this report.